Event description:
It was reported that during an unknown procedure, the customer is stating that the instrument is staying really hot. Customer stated that the device burned a hole in the drape. Customer stated that this happened with two instruments. Customer used a third instrument to complete the case. No patient consequences. Customer discarded suspect devices so, no devices being returned.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.